Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 130 units of insulin during the load sequence with multiple cartridges. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level ranged from 104-263 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned